Event description:
It was reported that post implantation of the preloaded intraocular lens (iol) foreign material/filament was seen in the eye. No patient injury was reported. No additional medical nor surgical interventions were reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4 - serial number: unknown, information not provided. Section d4 - expiration date: unknown, as the serial number was not provided. Section d4 - UDI number: unknown, as the serial number was not provided. Section d6b - explant date: n/a - as the lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.